Event description:
Hcp reported a pt who had developed a neurological deficit (leg paralysis) and was found to have demyelinating disease with high csf protein. The physician called the technical service department of the MFR asking for info on csf protein levels and demyelinating disease with the use of intrathecal dilaudid and pain pumps. The hcp was educated that this is off-label use and was redirected to a pharmacist (poison control) and medical consultant. Attempts to obtain more info were unsuccessful. This is reported to be a legal case and no other info is being released.